Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a skin reaction that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient described the reaction as an itchy rash with bright red bumps located on the abdomen. Patient scheduled an appointment with the dermatologist on (B)(6) 2015 and reported her rash. Dr. Recommended the patient use desoximetasone cream, 0.25% twice daily. The dr. Also recommended an allergy test but the patient declined. Patient treats the affected area with the prescribed desoximetasone. At the time of contact, patient stated they were feeling a little better after using the cream. No additional event or patient information was provided. The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).